Event description:
(B)(6). Caller alleged lot to lot variability between inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr (strip lot #: unk) =2.0. Inratio inr (strip lot #: 347476=3.3. Therapeutic range: 2.5 - 3.0. The time between testing was within thirty (30) minutes. Reportedly, the lot number of on the inr result of 2.0 is unk since the box was discarded. The strip code was not accurate on the unk lot number. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
The inratio pt/inr test strips lot number: 347476, is being reported under a separate medwatch MFR report number 2027969-2014-00726. Investigation/ conclusion: the customer did not provide a lot number or return product for investigation. Since the product associated with the complaint was not returned, mfg record review could not be performed and further investigation was not possible. However, the customer entered the incorrect strip code into the monitor prior to testing when they obtained the inratio inr result of 2.0. Strip codes are lot specific and are directly used to calculate the inr and quality control (qc) values. Use of the incorrect code can result in incorrect results and error messages. The customer's improper use of the monitor cannot be ruled out as a possible root cause for the unexpected results.